Event description:
It was reported that the customer had a no delivery alarm. There were several no delivery alarms during bolus last week. Customer's blood glucose was 240 mg/dl. Troubleshooting was not possible because the no delivery alarm was resolved by a set, reservoir, or complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.